Event description:
It was reported that there has been a drop, in battery longevity. Data analysis confirmed the drop, in longevity. The feature that identifies noise oversensing plus the atrial fibrillation, the patient is in, appear to be affecting the device longevity. However, the exact cause is not known. Close monitoring was suggested. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.